Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead had fracture. In addition, the lead exhibited high pacing thresholds and had impedance issue. This lead was surgically abandoned. No additional adverse patient effects were reported.